Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was observed to be cracked and corrosion was observed in the battery compartment. The pump failed to power on; additional performance testing was unable to be completed due to the pump not powering. The pump was opened and no further evidence of moisture damage was found.

Event description:
On (B)(6), 2011, the patient claimed that the animas pump does not turn on. The battery was replaced but the power issue was not resolved. During troubleshooting, the animas representative noted there was no damage to the battery cap or compartment. This was no product misuse. However, the battery compartment was noted to have corrosion. There was no adverse event associated with this complaint. This complaint is being reported as a malfunction due to the alleged power issue.